Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed its operational check with a therapy failure message. There was no reported patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed its operational check with a therapy failure message. There was no reported patient involvement. The heartstart xl+ unit and associated accessories were received for failure analysis. The reported issue was verified by reviewing the system logs, which indicate a critical issue with the therapy pca. However, the issue could not be duplicated in the lab. The unit passed all applicable tests and no fault was found in the lab.